Event description:
It was reported that following a catheter replacement in (B)(6) 2015, the patient was experiencing therapeutic dosing. The patient was therapeutic, walking without a cane until the end of (B)(6). Starting around this time the patient started to have increased spasticity, increased difficulty in ambulating and significant itching. The patient had a change in therapy effect. Dose adjustments had not made any difference in the patient¿s lack of efficacy. The patient healthcare provider (hcp) started increasing the dose and doing bolus dosing without any effect. The cap was accessed by the hcp in the office and the hcp was able to withdraw csf. A CT dye study showed the catheter was patent. The hcp believes there is subdural pocketing of the drug. On (B)(6) 2015, the infusion system was removed and no segments were left in the intrathecal space. When the distal catheter was cut at the spinal insertion site, there was csf flow. The entire infusion system was replaced. The patient tolerated the procedure well and the dose was decr eased from 460mcg/day to 230 mcg/day. The concentration remained at 2000mcg/ml lioresal. At the time of report the patient was doing fine.

Event description:
(B)(6) 2015 additional information received from a consumer indicated the patient had a trial in 2011 after oral baclofen was not working for familial spastic paraplegia (fsp). The pump's indication for use (IFU) was listed as intractable spasticity (severe spasticity). The patient experienced baclofen withdrawal symptoms in (B)(6) 2015 and after testing they decided to put in a new pump ((B)(6) 2015).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8785, lot# n512888, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).